Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06609. It was reported the patient had a staph infection at the ipg site and possible infection at the lead site. The infection was treated with antibiotics. Surgical intervention took place in which the system explanted to resolve the issue.